Event description:
No meds infused today: snv for ivig via sapphire infusion pump. 1,000ml of sodium chloride 0.9% infused at 200-300ml/hr as tolerated by pt. At the end of sodium chloride infusion, rn notices air-in-the-line and pump did not alarm. Pump reads 1135ml total volume infused. Rn suspects ~50ml to 100ml of air was infused into pt. Pt denies s/s of sob, chest pain, dizziness, vss and is a&o. Rn notified nurse supervisor and activated ems. Ems arrived and assessed pt. Rn and rn supervisor recommended transport to ed and was declined by pt and ems d/t s/sx not being present. Rn educated pt on s/sx of air embolism, cardiac arrest, stroke and when to seek emergency help. Rn supervisor agreed to hold infusion today. Mdo notified and on-call md relayed message relayed to dr. Rn stayed with pt until husband arrived in-home. Pt in stable nad upon rn departure. Pump sn (B)(6).